Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
As reported: "dx: pain. Left total knee revision - possible poly exchange." Patient was revised from a 11x8 scorpio cr insert to an 11x8 scorpio-flex cr insert. Rep confirmed that no further information will be released by the hospital or surgeon.